Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the alarms from the bedside would not audibly alert at nurse station. The pc was rebooted and the alarm sounds started working. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to MFR report number 9610816-2024-000890 for further information regarding this complaint.